Event description:
It was reported that the right ventricular (rv) lead fractured and triggered the lead integrity alert (lia). Therefore the rv lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the distal segment of the lead was returned and analysis found that the distal conductor was fractured. The defibrillator conductor was distorted; the outer insulation had cosmetic environmental stress cracking and had a white substance on it. There was blood in/on the helix/lobe mechanism.